Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #: 2134265-2009-06904. It was reported that during a percutaneous transluminal coronary rotational atherectomy procedure, a wire break occurred. The lesion being treated was located in the ostial left circumflex artery (lcx). The physician successfully completed 2 runs with the 1.5mm rotalink plus burr on the floppy rotawire. On the third run, the burr suddenly deflected into the left anterior descending artery (lad). This occurred without obvious deceleration. The proximal segment of the floppy rotawire was retrieved, however, approx 46-47mm of the wire remained in the pt in the distal vessel. The physician attempted to advance a snare but was unsuccessful, including following an attempt to dilate the proximal lesion with a 2.0mmm balloon to 10 atms. The pt had significant symptomatology and severe stenosis in the vessel; therefore, the pt was taken to surgery for surgical bypass and successful retrieval of the remaining wire fragment. It was reported that the pt was in poor shape before the procedure and continues to be in poor shape, although no further complications from the procedure were reported.